Event description:
It was reported that a decrease in impedance and a loss of capture were observed. Patient had reported complaint of some chest pain. Perforation was suspected. Echo did not look right. X-ray showed lead in apex. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.